Manufacturer narrative:
The embolic material was not returned as it was consumed in the procedure. Since the material was not returned, we are unable to perform further root cause analysis. Neurological deteriorations (paralysis/ vision impairment) are known inherent risks of the liquid embolic embolization procedure and are documented in the onyx instructions for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the liquid embolic material occurred during the treatment procedure. The exact caused remains unknown. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related and patient condition related event. Linked MDR: 2029214-2018-00677. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that sometime post the liquid embolization procedure, the patient developed intermittent right-hand paresthesia with tingling sensation and decrease of visual acuity. There was no report that these adverse events required medical intervention, if they persist or if they have stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.